Manufacturer narrative:
This report contains additional information in section b5 describe event or problem and h6 device codes. If information is provided in the future, a supplemental report will be issued. At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review.

Event description:
It was reported that this implantable pacemaker was suspected of exhibiting premature battery depletion (pbd). A request was made to have data from this device analyzed. Data analysis confirmed this device battery diagnostic data indicates that the power consumption has been steadily increasing, and the power consumption is expected to continue to increase. Device replacement was recommended and to return device for detailed analysis. Subsequently, this device was explanted. No additional adverse patient effects were reported. Additional information received indicated that this device was also exhibited safety mode.

Event description:
It was reported that this implantable pacemaker was suspected of exhibiting premature battery depletion (pbd). A request was made to have data from this device analyzed. Data analysis confirmed this device battery diagnostic data indicates that the power consumption has been steadily increasing, and the power consumption is expected to continue to increase. Device replacement was recommended and to return device for detailed analysis. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. This report contains additional information in section b5 describe event or problem and h6 device codes. If information is provided in the future, a supplemental report will be issued. At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review.

Event description:
It was reported that this implantable pacemaker was suspected of exhibiting premature battery depletion (pbd). A request was made to have data from this device analyzed. Data analysis confirmed this device battery diagnostic data indicates that the power consumption has been steadily increasing, and the power consumption is expected to continue to increase. Device replacement was recommended and to return device for detailed analysis. Subsequently, this device was explanted. No additional adverse patient effects were reported. Additional information received indicated that this device was also exhibited safety mode.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review.

Event description:
It was reported that this implantable pacemaker was suspected of exhibiting premature battery depletion (pbd). A request was made to have data from this device analyzed. Data analysis confirmed this device battery diagnostic data indicates that the power consumption has been steadily increasing, and the power consumption is expected to continue to increase. Device replacement was recommended and to return device for detailed analysis. Subsequently, this device was explanted. No additional adverse patient effects were reported.